Event description:
It was reported that the implantable pulse generator (ipg) experienced a power on reset (por). The device was reset and remains in use. No patient complications have been reported as a result of this event.